Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable pacemaker 2007 (B)(6); 5076 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the ventricular lead had a polarity switch and low impedance measurements were noted along with noise. The ventricular lead was capped replaced with a new lead. No patient complications have been reported as a result of this event.